Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump was implanted on (B) (6) of 2008 and the patient received efficacious therapy. The pump contained lioresal at a concentration of 1000 mcg/m at a rate of 147 mcg/day. The patient experienced an increase of leg spasms on (B) (6) 2010 and over the subsequent days, she had increasing total body spasms. These were partially relived by oral baclofen. Clinically she appeared uncomfortable, but did not present with any other signs or symptoms of acute withdrawal. X-rays showed a possible catheter connector off set with a suture less connector. The pump was interrogated and the logs were read and showed no stalls. An exploratory surgery was done (B) (6) of 2010. The doctor made an incision over the pump site. The doctor disconnected the sutureless connector from the pump. There was a thin film of inflammatory tissue that was observed occluding the catheter entry way from the sutureless connector. The doctor had not received any retrograde flow of cerebral spinal fluid from the catheter, but after he cleaned the thin film of inflammatory tissue out from the sutureless connector with a sterile q-tip, he received good retrograde flow of cerebral spinal fluid. While the catheter was disconnected from the pump, a single bolus was programmed intraoperatively to access the functionality of the rotor for the pump. No medication came out through the nipple of the pump. It was observed that there was some more inflammatory tissue that was occluding the nipple of the pump. Once this piece of inflammatory tissue was taken off the nipple of the pump, the medication then flowed through the pump - the tip of the pump. After the doctor was assured that the catheter was patent, and that the medication was flowing freely through the nipple of the pump, he reattached the existing catheter to the existing pump. The pump was programmed at 147 mcg/day and was going to be restarted at a simple continuous infusion rate of 120 mcg/day. No patient outcome was reported.